Event description:
A caller reported that they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, filled a new cartridge, and connected a new infusion set, successfully resuming insulin delivery. Additionally, cts agreed to send a replacement cartridge at the customer's request, and no further action was required.